Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing had detached at the quick release while the patient was sleeping during the night. The infusion set was inserted into patient's abdomen and had been in use for two days. The location of the set and pump was on the same side of the body. Reportedly, the pump was not dropped. No further information available.